Event description:
It was reported, "the patient was placed with a groshong PICC catheter on march 24 and was extubated during maintenance on april 16, when the decompression sleeve device was found to be leaking. The decompression sleeve has been partially detached, the patient has been with the tube for a short time, and it is fixed with a snapper, and the leakage should be a quality problem. The catheter could not be used anymore, it had been extubated, and because the patient had not finished the treatment cycle, the catheter was reinserted." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of detached extension leg is confirmed; however, the exact cause is unknown. One photograph of a groshong nxt was returned for evaluation. An initial visual observation of the photograph showed an assembled groshong nxt connector. The extension leg of the connector appears to have become detached from the grey plastic of the proximal connector piece; however, there were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, "the patient was placed with a groshong PICC catheter on march 24 and was extubated during maintenance on april 16, when the decompression sleeve device was found to be leaking. The decompression sleeve has been partially detached, the patient has been with the tube for a short time, and it is fixed with a snapper, and the leakage should be a quality problem. The catheter could not be used anymore, it had been extubated, and because the patient had not finished the treatment cycle, the catheter was reinserted." No other information was provided.